Event description:
Based on the medicasl records provided by the patient's attorney: on (B)(6) 2003 - patient underwent repair of recurrent incarcerated umbilical ventral hernia with composix mesh. On (B)(6) 2006 - patient underwent repair of recurrent ventral incisional hernia with non-bard mesh. Lysis of adhesions were performed. Excision of composix mesh.

Manufacturer narrative:
Based on the medical record review, the patient underwent repair of an incarcerated recurrent umbilical/ventral hernia with composix mesh on (B)(6) 2003. A previously placed mesh was identified and the defect appeared to be above the previous mesh. The composix mesh was cut to size and placed over the defect. Three years post implant the patient developed a recurrent ventral incisional hernia and underwent repair with a non-bard mesh. The medical records note the composix mesh appeared to be partially folded with small bowel adherent to the mesh. Multiple adhesions were taken down. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient has multiple comorbidities including obesity and diverticultis. The medical records note the patient has undergone multiple abdominal repairs for umbilical hernias. The information provided indicates the patient developed and was treated for a recurrence, which is a known adverse event listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn at this time.